Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported: when a sensor (ID 826851) was inserted, the cerelink monitor gave error message "sensor or cable faulty" nurses tried changing icp monitor (826820) and icp extension cable (826845) but nothing worked. After taking a new sterile sensor everything worked fine. The procedure was completed with a replacement product available. No patient injury reported and the event led to 30 minutes surgical delay due to product problem.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The microsensor was returned for evaluation: DHR - lot 7365432; sn (B)(6) conformed to the specifications when released to stock. Failure analysis - the issue of the complaint was not confirmed: - foreign matter over sensor area . - catheter crimped 44.4 and 67.4 cm from distal end. - icp express read 546 and zeroed without any issues. - the device passed electronics, noise, linearity/hysteresis and signal drift tests. Root cause - the exact issue reported by customer could not be confirmed as the device worked correctly. However, the possible root cause of the defect reported by the customer could be due to incorrect set-up of device. Furthermore, the foreign matter may have possibly caused this anomaly.

Event description:
N/a.